Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at the patient¿s follow-up appointment it was discovered that the patient¿s rv lead dislodged a second time. The rv lead remains in use; however, a lead revision will occur at a future date.

Manufacturer narrative:
Concomitant medical products: 439888 lead implanted (B)(6) 2018; 5076-45 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged. A rv lead revision took place and the lead remains in used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.